Manufacturer narrative:
E1 - initial reporter city - (B)(6). Device was evaluated by MFR: the device was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified in the mid-section of the balloon. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure as per the print on the hub is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.